Event description:
The patient elected to have the system explanted due to uncomfortable stimulation. An advanced bionics representative performed device evaluation. The lead exhibited high impedances. The surgeon believes that the paddle lead was damaged. The patient's system was explanted.